Event description:
The physician reported that the user_s processor is rubbing against the internal device and is therefore causing skin breakdown. In addition, the internal ci is positioned too anteriorly. It is unknown if the implant housing has migrated anteriorly or if it was that placed that way at implantation. It is planned to perform a revision surgery to move the device further back and to secure it with sutures and screws. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The physician reported that the users processor is rubbing against the internal device and is therefore causing skin breakdown. In addition, the internal ci is positioned too anteriorly. The seroma was excised a number of weeks prior but it returned. The seroma was first seen approximately (B)(6) 2021. Revision surgery was performed on the (B)(6) 2021 to move the device further back and to secure it with sutures and screws. The device was not explanted and new measurements indicate that the device is fully functional. However, imaging showed that the electrode has moved, therefore the clinic wants to proceed with reimplantation. Furthermore, gram negative bacteria were confirmed with cultures. The user was re-implanted on (B)(6) 2021. According to the explantation report the electrode array was displaced during the repositioning surgery and became infected. Per communication from the field on (B)(6) 2022, the surgeon has indicated that the user is doing very well now and has no sign of infection.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the recipient suffered from recurrent, delayed seroma with no infection signs leading to a skin breakdown above the implant housing. The recipient underwent a revision surgery to reposition the housing, during which the electrode array was likely pulled out of cochlea. A second revision surgery was performed and the device was finally explanted, as possible contamination with gram negative bacteria was confirmed by microbiological assessment. Given the onset of the infection, it can be assumed that inoculation of pathogens was most likely favored by the broken skin. Further, the observed serous fluid might have facilitated the bacterial growth. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the infection. This is a final report.